Event description:
It was reported that the column lift on the 9800 was slow going up and down. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the motor cable and the power supply. The system operates as intended.